Event description:
Our affiliate is reporting that during a knee procedure, a portion of the distal tip (approximately 2 cm) broke off into the femoral condyle and remains buried in the bone. The fragment was not retrieved; however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.